Event description:
Pt reported vomiting for 3 days and was dizzy with joint pain, weakness and blurry vision. On 9/14/00 at 4:40/p, the blood glucose result on their one touch basic meter was 133 mg/dl. Pt was transported privately to the hosp where a laboratory glucose result of 614 mg/dl was obtained at 5:45/p. The pt was treated in the ER with insulin and diagnosed with bladder infection. Alcohol is used to clean the meter optics, a practice which is warned against in the product's instructions for use.